Manufacturer narrative:
Investigation conclusion: the investigation found the packaging pouch open along the vendor seal, which is consistent with the customer-provided images and the alleged product issue; however, the investigation could not determine when the pouch was opened. Furthermore, review of the manufacturing record for the reported device found that the lot was released meeting all specifications. The coil system was found removed from the dispenser hoop with the implant stretched and deformed and the pusher hypotube kinked at 17cm from the transition area. The physical evaluation of the device could not identify the conditions or circumstances that led to the implant and pusher damage, but the damage is consistent with the device experiencing forces that exceeded its yield strength.

Event description:
Please see section h11 for device investigation results.

Manufacturer narrative:
A search for non-conformances associated with this part / lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was returned to the manufacturer for analysis and the investigation ongoing. Upon completion of the investigation, a supplemental MDR report will be submitted.

Event description:
It was reported that the staff states the clear foil package was opened even though the product box was still sealed. The product box was pulled from their shelf in the procedure lab for use. The pouch in question was in this product box. They opened the product box and saw that the sterile package was not sealed. The open-sterile package was in its product box at the time of discovery. The packaging and device have been opened for inspection by the user facility after the open packaging was noted. There was no patient involvement.